Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on 11/4/13 states that the patient presented to the clinic for 12 month follow up. Upon interrogation it was noted that the left ventricular lead had dislodged again. The lead was capped on (B)(6) 2013.